Event description:
During an endoscopic retrograde cholanglopancreatography (ercp) procedure, the physician used a cook endoscopy fusion cytology brush. When attempting to deploy the cytology brush, the drive wire penetrated the outer sheath near the handle assembly. The brush was removed from the endoscope and another device was used. An injury to the user or pt did not occur. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Our evaluation of the returned device confirmed the report. The brush drive wire has penetrated the outer sheath and tubing near the distal end of the handle. The drive wire has buckled and is extending from the catheter approx. 5cm from the handle. The brush remains retracted inside the sheath. The condition of the product prohibited a functional evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: the condition of the device prohibited a functional evaluation. The exact cause for this observation was unable to be determined. A potential contributing factor to penetration of the sheath by the drive wire is applying excessive pressure during an attempt to deploy the brush. If the device was placed in a particularly tortuous position, this could create resistance in brush advancement and encourage an application of excessive pressure. If the handle of the device experiences excessive pressure during use, perhaps in response to brush extension difficulties, penetration of the outer sheath by the drive wire may occur. Brush extension difficulty can occur, if the elevator of the endoscope has been tightly closed onto the catheter of the cytology brush. This can clamp the outer sheath and constrict movement of the brush drive wire. If the drive wire is restricted while added pressure is applied to move the handle, this could contribute to drive wire penetration of the outer sheath. Prior to distribution, all fusion cytology brushes undergo visual and functional inspection to ensure device integrity. The functional test includes manipulation of the handle to ensure smooth brush extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.